Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level. Customer¿s current blood glucose was 300 mg/dl. Customer had symptoms such as positive results in ketones test, nausea, and vomiting. Customer was treated with insulin drip and manual injection. Customer was alleging insulin pump for under delivering. Customer stated that the drive support cap was normal. Customer declined to check air bubbles and leak. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. No unexpected no delivery alarm noted or under delivery anomaly noted during testing. Device was received with cracked reservoir tube, cracked lcd window, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.